Event description:
It was reported to boston scientific corporation in 2007, that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during a dilatation procedure in the sigmoid colon (adult patient age, gender and weight are unknown) eight days prior. The endoscope was advanced to the target lesion, and gastrografin (contrast agent) was injected to visualize the vessel. The physician then inserted the cre balloon along the guidewire. The physician could only inflate to 4 atms (he had intended to inflate to 10 atms). The physician removed the cre balloon and noted a longitudinal tear in the cre balloon. The procedure was completed with a different device (product and manufacturer unknown). The patient's condition was reported to be "good" following the procedure.

Manufacturer narrative:
The complaint sample was returned for evaluation along with the stopcock. The balloon was found to be torn longitudinally. The device history record for this lot was reviewed and no anomalies were noted. The complaint description could be confirmed, but a definitive root cause of this complaint could not be determined.